Manufacturer narrative:
Product analysis : macroscopic examination confirms implant was fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage is consistent with brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
(B)(4). Neither device nor any related images were returned. Hence, no conclusion can be drawn.

Event description:
It was reported that post-op, spacer fractured upon insertion. Realized fracture on post op x-ray. Revision surgery was performed to explant and replace fractured spacer. No fragments of the implant remained inside the patient. No patient complications were reported.